Event description:
The nurse from the operating room requested a return kit for a recently explanted trifecta valve. No additional details were provided and additional information has been requested.

Event description:
It was reported the nurse from the operating room requested a return kit for a recently explanted trifecta valve. Additional information confirmed this event did not involve a trifecta or abbott manufactured device. No additional information is available.